Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Root cause: the analysis of the run datafile did not find a conclusive cause for the higher-than-expected wbc content reported in the rbc product for this collection. No unusual process variable was identified and the signals in the rundata file indicate that the trima accel system operated as intended. Based on the available information, it is possible that the filter was unloaded from the filter bracket and loaded again during rbc collection or rbc additive solution addition, which could have a similar affect to ¿squeezing¿ the filter when using a gravity drain system. It is also possible that the reported results could be attributed to an issue with the filter.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The tubing set is not available for return because it was discarded by the customer.